Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the device history record was performed and revealed no nonconformities, failures, rework, or deviations that would cause or contribute to the reported problem. A review of the service history was also performed and revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient had a high drain 104 alarm during night drain four of peritoneal dialysis therapy on a homechoice device. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s fill volume in standard mode. The patient was at the end of therapy and did not experience any previous alarms or symptoms prior to the event. The technical service representative assisted the patient with clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.